Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Constrained trident liner dislocated from acetabular shell. Patient was brought to surgery on (B)(6) 2017 and a revision was performed with a new constrained liner and 22mm femoral head.

Manufacturer narrative:
An event regarding disassociation regarding a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual inspection noted that the device was returned in used condition and damage most likely from explantation was observed on the articulating surface of the liner. -medical records received and evaluation: not performed as no medical records were received. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events reported for this lot. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. A visual inspection indicated that damage most likely from explantation was observed on the articulating surface of the liner. Further review of device with material analysis engineer indicated the same as visual inspection. The subjected device has been identified as within the scope of a CAPA. The CAPA identified patient factors and surgical factors as root causes leading to component disassociation for trident constrained liners. The patient factors which were identified as root causes include excessive range of motion, soft tissue laxity, component subsidence and trauma.

Event description:
Constrained trident liner dislocated from acetabular shell. Patient was brought to surgery on (B)(6) 2017 and a revision was performed with a new constrained liner and 22mm femoral head.